Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the ins was determined to be functioning normally based off the energy requirements. Issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. It was reported that it is taking forever for her to charge the ins battery. The patient explained that it previously only took her 2-4 hours to charge the ins battery to full, but within the last 2 months the ins battery is taking longer and longer to charge up. The patient noted that it is sometimes taking her 6 hours to charge 3 quarters of the way, and that she has been charging since 9:00 this morning, and the battery level has only incremented a quarter of the way. Patient confirmed that she typically gets 8 coupling boxes shaded on her recharging screen, and will reposition the insr antenna to maintain the 8 boxes (if needed). Patient confirmed she hasn't had any reprogramming done on the ins, and has not had any falls or traumas. It was suggested to patient to follow-up with their hcp to pull charging statistics and check the ins. No symptoms were reported and no further complications were reported/anticipated.